Event description:
It was reported to the device manufacturer that during implantation of a vena tech lp filter on (B) (6) 2009, the filter did not open and moved to the pulmonary artery. The patient was transferred to another hospital for filter retrieval. Upon retrieval, it was noted that the filter was held closed by a band of tissue. A second filter was placed without incident. An analysis performed by the pathologist at the explanting hospital indicates that the tissue constraining the filter was composed of recent fibrinocruoric thrombus and elastic connective tissue, which most likely came from the ivc wall. During imaging as the second filter was placed, the physician that retrieved the first filter observed a damaged area of the ivc wall with an adherent thrombus.

Manufacturer narrative:
This event occurred outside of the united states (B) (6). The manufacturer evaluated the explanted filter. Dry material was observed on the filter (two stabilizing legs were surrounded with reddish dry material and yellow tissue was observed at the filter hooks). Two filter legs were distorted; likely due to the filter removal with a snare. A review of the manufacturing lot records shows the lot of filters complied with specification. Evaluations performed by the hospital pathologist suggest the tissue surrounding the filter was composed of recent fibrinocruoric thrombus and elastic connective tissue, which could come from a vascular wall. The physician that removed the filter observed a wound of the ivc with an adherent thrombus. This information suggests that the implanting physician advanced the introducer system after removal of the guidewire, dissecting the vessel wall. Based on the reported event, the manufacturer filter evaluation, lot record review and the hospital / clinician observations, the manufacturer does not believe this event is related to a product malfunction. For the filter to remain completely closed, an external element must be constraining the filter. It is possible the filter was deployed in a pre-existing thrombus or that tissue was present around the filter, preventing deployment.